Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the problem isolated to a damaged camera connector.

Event description:
A user facility reported to olympus that the image was lost whenever the camera connector was moved. There was no patient injury or harm associated with the problem reported to olympus.

Event description:
The image problem occurred during set up for use in a patient procedure. The problem did not impact the procedure and the procedure was completed using a different device. The intended procedure type was a urology procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event related information provided by the user facility. Updates to section b5.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was failure of a video connector due to deterioration associated with the age of the device.